Manufacturer narrative:
The event occurred in germany. It was reported that during priming procedure the hls set had high pressure readings. Initially p-art was 50mmhg, afterwards the pressure was zeroed. After that the pressure was 30mmhg. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. The affected hls-set was investigated in the getinge laboratory on 2025-09-24 with the following conclusion: the reported failure could neither be reproduced, nor confirmed during the investigation. The visual inspection did not reveal any technical defects, damages or other deviations that would indicate a malfunction of the sensor system. In addition, no malfunctions were observed either during the functional test of the sensor system. As the failure could not be reproduced, the exact root cause remains unknown. According to the customers cardio technology department, there were no abnormalities with the involved cardiohelp device. According to the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0 preparation and installation ¿carry out the calibration for each pressure parameter of the integrated sensors. To do this, the system must be free of liquids. For this reason, carry out the calibration before priming the set.¿ the production records of the affected product were reviewed on 2025-10-07. According to the final test results, the module with lot# 3000457768 and UDI# (B)(4) passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results, the reported pressure reading issues could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. This event occurred on the german market. It is a significantly similar device to "hls set¿ which is sold in the USA under premarket submission number k112360. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hls set with catalog number 701069073.

Event description:
The event occurred in germany. It was reported that during priming procedure the hls set had high pressure readings. Initially p-art was 50mmhg, afterwards the pressure was zeroed. After that the pressure was 30mmhg. No harm to any person has been reported. As a pressure reading issue can lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID# (B)(4).